Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm and a 2.1 cm in diameter right common iliac artery aneurysm. The remainder of the vessel morphology was unremarkable. The bifurcated stent graft was successfully implanted. While attempting to cannulate the contralateral gate, a 16 fr sheath that was already in the patient ruptured the right common iliac aneurysm. A reliant balloon was inflated in the infra-renal aorta and gate cannulation was successfully performed. The contralateral limb was placed beyond the level of perforation and the rupture was excluded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (rupture); caused by another drug/device (16 fr sheath contributed to the rupture). Evaluation, conclusion: another device caused failure (16 fr sheath contributed to the rupture).